Event description:
It was reported that pump battery depleted too quickly and did not last more than 24 hours, although this did not lead to pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer used pump with active sensor session and mobile app, and was instructed by technical support to fully charge battery while technical support planned to review pump battery logs and investigate excessive daily battery depletion; no additional information was received regarding the outcome of the event.